Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with 3 syringes of juvéderm® voluma¿ xc into the jawline and pre-jowl areas. The patient started experiencing acne bumps on the jawline and pre-jowl areas. The hcp thought that it could be acne or granulomas. The patient was treated with doxycycline and prednisone as treatment. There was improvement but it worsened. No diagnostic testing was administered. The symptoms are ongoing.